Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle was blocked while administering medicine. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I have received two more needles that the providers had issues with, one of them has the lot number included. Could you please provide further details regarding the issue reported? It is difficult to push medicine through the needles. Are you able to advise the date of event? Multiple dates over several weeks. Were both needles failure occurred on the same date? No. Was there any adverse event or serious injury reported to the patient or healthcare professional? No. What was the medication that was administered at time of the event? Yes"

Manufacturer narrative:
It was reported providers had issues with needles. To aid in the investigation, two samples with a packaging blister top web, lot 2228009, were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. No leakage was observed. A device history record review was completed for provided material number 301506, lot 2228009. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.